Event description:
Device 2 of 2. Reference MFR reports: 1627487-2013-03314. The pt reported she experienced heating and being burned at her scs ipg pocket site while charging her scs sys. The pt also reported she went to the ER as a result of the burn. Subsequently, the pt reduced her charging frequency. Also, a replacement charging sys (low energy) was sent to the pt. F/u identified the issue has not been resolved; in addition, the pt is no longer receiving effective stimulation after encountering a metal detector. Furthermore, the pt experienced a shock during the encounter and reports her scs sys malfunctioning from that point. On (B)(4) 2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action CAPA) investigation was performed. Result: pocket heating confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.